Event description:
Event details for defib lead model number: 7120 serial or lot number: (B)(6) select all that apply: sensing/ detection problem please specify rv lead noise clinical actions for device: action planned, but not yet taken please explain rv lead revision if applicable, please provide additional details about what happened to the patient or product(s) relevant to this event abbott lead. Rv lead noise-inappropriate therapy (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)